Event description:
The patient reported receiving an uncommanded bolus of 15 units on (B)(6) 2026, while cooking. The patient stated they were not interacting with the controller when they heard the pod start "clicking". The patient went to the emergency room. The patient was diagnosed with severe hypoglecemia and was treated with 3 glucagon administrations, 4 bags of dextrose. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
Physical device was not received for analysis. In the case description, the user mentioned receiving an uncommanded bolus of 15 u on (B)(6) 2026. Ios log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the ios log files confirmed the delivery of a 15 u bolus on (B)(6) 2026. Review of the audit log files found that the application was brought to the foreground, the use sensor button was pressed to load a sensor value of 100 mg/dl into the bolus calculator, the custom foods option was pressed but nothing was brought into the bolus calculator, the total bolus was manually adjusted from 0 u to 15 u one digit at a time, and the confirm and start buttons were pressed to confirm and deliver the 15 u bolus amount. Evidence of interaction with the controller to program and deliver the reported 15 u bolus was observed. No evidence of an uncommanded bolus was observed in the available logs. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone13.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.